Manufacturer narrative:
E1: initial reporter address: (B)(6). H4: the lot was manufactured november 21, 2022 - november 28, 2022. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, no signs of fluid was observed flowing out of the distal luer. Force priming was applied on the unit then flow of fluid was immediately observed. A functional flow rate test was performed and the flow rate was found to be within the product specification range. Evidence of continuous flow of fluid was observed during the flow test. Based on the evaluation result, the infusor unit was determined to be conforming product. The cause of the flow problem was due to improper filling technique. The product label (IFU, instructions for use) indicates force priming technique should be applied on the product when flow is not observed after the product is filled with fluid. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow; further described as ¿the tube clamp was open, and the solution was no flow." The issue occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.